Event description:
A bridge x3 biliary stent system of unknown size was inserted into a patient for the treatment of a right renal artery lesion in 2003. Vessel and lesion morphology is unknown. It was reported that the lesion was not pre-dilated. While advancing the stent through the ostium the stent slipped off the balloon on to the shaft of the stent delivery system catheter. While trying to remove the stent delivery system with the stent on the catheter the stent slid off the catheter/balloon, remaining on the guidewire. The stent consequently dislodged in the iliac artery. The physician snared the dislodged stent and removed it from the patient. It was reported that the procedure was completed with an angioplasty of the lesion. No additional sequelae were reported and the patient is reported to be fine.